Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 instrument would not staple the tissue as intended. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded. 2/7/2000 add'l info received from affiliate: the staples would not form correctly.